Manufacturer narrative:
One osseotite® tapered certain® implant 5 x 10mm (xifnt510) was returned for investigation. Visual inspection of the as returned product identified wear about the implant drive feature. There were no confirmed signs of damage. Functional testing was performed for the returned product and it was determined that the driver assembled and disengaged with the implant as normal. No pre-existing conditions were noted on the per. The reported product was located on tooth # 18 (universal) and was removed the same day. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2018072088. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018072088) for similar event and no other complaint was identified. September post market trending was reviewed and there were no negative trends or corrective actions for the reported events (damaged drive feature + stuck components) or product (xifnt510). Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant (xifnt510) placement a driver could not disengage from the implant. Implant was removed and procedure was completed using another implant. No significant delay has been reported. Tooth location 18.